Manufacturer narrative:
The subject device was returned for device investigation. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope the coating of the insertion pipe was peeling off (1 mm2 or more). There were no reports of patient involvement.